Manufacturer narrative:
The insulin pump was received with missing segment/partial display due to bleeding lcd glass. However, the insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
It was reported for via phone call for display anomaly. Customer¿s blood glucose was unknown. Customer was getting high blood glucose and treated with the insulin pump. Customer suddenly had lines on insulin pump screen. The insulin pump was returned for analysis.